Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 15mm emerge balloon catheter was selected to dilate the lesion. The balloon ruptured at 6 atms during the first inflation. The balloon was completely removed from the patient. There was no kink prior to use and no resistance noted during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. There were multiple hypotube kinks. Examination under magnification revealed a balloon pinhole 5mm from the proximal markerband and scratches on the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 6 atms during the first inflation. The balloon was completely removed from the patient. There was no kink prior to use and no resistance noted during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.